Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 336 mg/dl during the emergency room visit. The customer was hospitalized for diabetic ketoacidosis. The customer stated that she ate some (B)(6) and did not bolus enough to treat the high readings. The customer was treated with the pump and IV's during the emergency room visit. The customer declined to troubleshoot for the pump.